Manufacturer narrative:
This part is not approved for use in the united states; however a like device (catalog # 9790045, 510k # k061274) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy underwent anterior cervical fusion at c5-7. Intra-op, the locking ring on the right of c5 could only be approximately half returned. Screw was inserted after pilot hole drilling with dts guide and awl. Product came in contact with the patient. No patient complications were reported.